Event description:
Blood glucose read 312 mg/dl which was the spoken result from the system, however the display was 300 mg/dl when viewed with a magnifying glass. It was reported 15 minutes later glucose was 297 mg/dl. Reporter stated the spoken result not matching the display has occurred on several other occasions however no dates or values could be provided. A request was made for the return of the suspect device and replacement products were sent.